Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level 376 mg/dl "high." Customer gave a manual injection, adjusted temp rate and changed all supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.